Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing via wide intrinsic complexes. The device sensing vector was programmed to the secondary vector at the time of the shocks. Technical services advised some programming options. There were no additional adverse patient effects. The system remains implanted.